Manufacturer narrative:
Please note: the explant date was inadvertently omitted in the initial report (reference MFR. Report#:1627487-2015-23444) and has been added to this report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient has effective stimulation coverage postoperative and the issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient was without stimulation coverage. It was also reported the patient was able to turn up only one of his programs and all but one of the programs were auto reducing. X-rays were taken and revealed one of the patient's leads had migrated. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015 to have the leads revised. During the procedure, it was noted one of the patient's two leads were fractured. Subsequently, the patient's entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.